Manufacturer narrative:
The insulin pump was programmed with a test transmitter and glucose sensor simulator. The sensor feature worked properly. No lost sensor alarms were noted. The insulin pump buttons all responded properly. No button error alarm was noted. The insulin pump had operating currents within specification and no weak battery alarms were noted. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also received a lost sensor and a weak signal. Customer stated that his blood glucose reading at the time of the incident was between 120 mg/dl and 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.